Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: surgeon stated that it was not a problem with the device. He said the tissue was too thick.

Event description:
It was reported that during a laparoscopic colostomy takedown procedure, the stapler was fired and the posterior staple line did not connect through to form a complete anastomosis. Staple line incomplete on posterior side of anastomosis. Unable to reconnect patient. Colostomy was performed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.